Event description:
Doctor had placed the product in a premolar that was missing a bony wall. After two weeks the patient contacted the doctor and informed him that the site is swollen & infected. Patient was in a lot of pain. As per doctor, a handling of the product was fine and the site was not overfilled by the product. The patient has no known allergies. Doctor removed the product from the site. Complaint # (B)(4).